Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. The fse discovered that the aspirate probe tubing for a1w (aspirate probe #1) had come out of its lock position and was allowing liquid to spill onto the substrate dispense subsystem. Lack of aspiration capability can lead to excess fluid in the sample reaction veseel (rv). If excess fluid is left in rv by incomplete evacuation the residual unbound analyte could lead to discrepant results. The fse reconnected the tubing to the manifold and verified the instrument via system check and qc (quality controls). All verification testing passed within instrument and assay specifications. In conclusion, a hardware malfunction of the aspirate probe tubing is the cause of this event.

Event description:
The customer reported obtaining higher than expected patient results for several assays including the parathyroid hormone (access pth) assay on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4). The customer also noted that they had performed a routine system check as part of troubleshooting which failed to meet the instrument performance specifications; the washed results were out of specification. The elevated results did not get reported out of the laboratory, therefore there was no known change to or impact to patient treatment in conjunction with this event. Qc (quality control) and calibration information was not supplied. The customer did not supply any information regarding sample collection or sample processing including centrifugation time and speed. There are no indications of sample integrity issues in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.

Manufacturer narrative:
The field service engineer (fse) was not aware of the involvement of patient results until (B)(6) 2018. Therefore, the date of report was updated. (B)(4).